Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that an ojr414 optiflow junior 2 nasal cannula was damaged. The damage was found during patient use. Additional information was received from the customer noting that the ojr414 device was used in a homecare setting. There was no reported patient consequence.

Manufacturer narrative:
Ps341608. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that two ojr414 cannulas were damaged. Visual inspection revealed that the tube of both cannulas were stretched and pulled apart. The tube of one cannula was pulled near the swivel grip. Additional information was also received from the customer noting that the ojr414 device was used in a homecare setting. Conclusion: the observed disconnected tube was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - this product is designed for use in hospital environments and must be prescribed by a physician - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labeling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Manufacturer narrative:
Ps341608. The complaint ojr414 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an ojr414 optiflow junior 2 nasal cannula was damaged. The damage was found during patient use. Additional information was received from the customer noting that the ojr414 device was used in a homecare setting. There was no reported patient consequence.